Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during prime, the twist on reducing adaptors were leaking at the venous reservoir outlet on the fx15. There were four occurrences of this event. During some of these events the leak was stopped by tightening the adaptor, while others were resolved by using bone wax. No known impact or consequence to patient. Product was not changed out. The surgery was completed successfully.